Event description:
Pt had an alert for rvt-rvr impedance of 1007 ohms with a threshold of 1000 ohms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).